Manufacturer narrative:
Depuy spine has requested return of the monarch polyaxial screw for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.

Event description:
International affiliate reports that within four months of implantation, the implanted screw was found to be broken. Revision surgery was performed and the screw was removed. Although revision surgery was performed in (B) (6) 2009, the sales representative was not notified of the event until (B) (6), 2010. The patient is reported to have fully recovered.